Manufacturer narrative:
Sc-8336-70 (sn (B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. Damage found on the paddle lead is likely due to exposure to excessive tensile force when the lead migrated, resulting in electrode dislodgement and paddle damage. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation due to a lead that migrated an entire level and there appears to be a split at the bottom of the lead between electrodes and lead tails appeared to be slightly coiled near the ipg. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted, and the lead was replaced.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 213915.

Event description:
It was reported that the patient experienced inadequate stimulation due to a lead that migrated an entire level and there appears to be a split at the bottom of the lead between electrodes and lead tails appeared to be slightly coiled near the ipg. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted, and the lead was replaced.